Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that "cannot enter system". There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified / duplicated during lab tests. The som pca was found to be corrupt. The available information is consistent with a malfunction of the processor pca. The cause was a corrupt som pca.